Manufacturer narrative:
The single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that there was no flow of medication through one (1) large volume folfusor. The no flow was observed during filling of the device and prior to patient use. There was no patient involvement. No additional information is available.